Manufacturer narrative:
This report was prepared by rep. Method: the actual returned device was visually inspected, and held upside down. We held the chamber upside down to determine whether the floats were able to freely move. Results: we observed that the chamber's aluminium base had a small bow or depression in it. When the device was turned upside down, the primary and secondary floats appeared to be stuck to the base of the chamber. The floats were jammed in the down position leaving the water valve open. The floats being unable to move would not have been able to control the water level. Based on the small bow in the chamber base and similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling. We are aware of other similar complaints reporting failure of the float mechanism in the mr290. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the past year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.

Event description:
A hospital in a foreign country reported that, water exceeded the limit line of the chamber because, the float did not work properly. They alleged that, water centered into the breathing circuit and the ventilator. No patient consequence was reported.